Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were unresponsive and there was moisture observed behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 04/18/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons were found to be unresponsive. The keypad cover was removed and no contamination or damage was found to the keypad button contacts. Unrelated to the complaint, a visual inspection of the pump revealed a crack in the cartridge compartment. There was moisture corrosion observed on the display screen inside the pump. During testing, a leak test confirmed a leak in the cartridge compartment. The pump¿s cover was removed and moisture corrosion was found internally to the cgm module, the piezo/vibration circuits, the eeprom, and to the keypad flex/connector.